Event description:
It was reported that the patient experienced an intense pain, burning sensation, and the implanted pulse generator (ipg) had migrated. The patient underwent an ipg explant procedure.